Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patient that the lead was fractured and was turned off. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was seen at the emergency room after receiving shocks from the right ventricular (rv) lead. A lead integrity alert (lia) triggered due to short interval counts (sic) and non-sustained tachycardia episodes. Sensing on the electrogram (egm) appears to be possible noise/oversensing. There was also no rv capture. The lead remains in use. No further patient

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.